Manufacturer narrative:
The device was received and analyzed. The ICD was interrogated, revealing the bos battery status. Two charging cycles were recorded in the devices memory. The memory content of the ICD was inspected. The available iegms revealed the presence of noise in the farfield channel. Otherwise no anomalies were noted. Subsequently the header of the device was inspected in detail. The inspection revealed an intermittently opened connection as root cause for the clinical observation. Biotroniks post market surveillance database was re-evaluated with regard to this observation. This event represents a random single occurrence, no other similar event was observed worldwide. The information you provided has been entered into our quality system and will be used to evaluate the device performance throughout our organization to maintain and improve the design and performance of our devices. We appreciate the timely information about your finding and regret the inconvenience that your patient and you experienced.

Event description:
This device was explanted and replaced due to the rv set screw not connecting properly. No adverse patient events were reported.